Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # d22661, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient presented to the emergency room (ER) with generalized pain, all over the body but more so in the lower extremities. The patient was sent home but then the day before the report was admitted to the step down side of the hospital and was currently there. The reporter was requesting a manufacturer representative to come and troubleshoot the device. Additional information has been requested, but had not been received as of the date of this report. The pump was used to deliver duramorph.